Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 375 mg/dl on (B)(6) 2025. Cause was unknown. The elevated bg resulted in edema and fluid retention as well as an allegation of their kidneys being affected (though no further details were provided). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.